Event description:
The customer complained about low cd34+ stem cell recovery with 28% and low purity with 88% after clinimacs cd34 enrichment. The customer stated that the t cell depletion efficiency was excellent and therefore used the cellular material for therapy. There was no risk for the patient.